Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported by the sales rep that during locking, the hole for the nail was missed. Surgeon used free handed locking to complete the surgery. This happened for the second time in a row.